Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The device serial numbers or other identifying information of the products was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as july 01, 2021. Author information: siems, chesney b; ji, ziyu ; jedeon, zeina; schultz, jessica; teigen, levi; allen, tadashi; john, ranjit; estep, jerry d; masotti, maria; alexy, tamas; kamdar, forum; maharaj, valmiki; pritzker, marc; garry, daniel; shaffer, andrew; cogswell, rebecca. (2024). Validation of the minnesota pectoralis risk score to predict mortality in the heartmate 3 population, 43(4), 539-546. Https://dialog.proquest.com/professional/docview/2889651964?accountid=152602 division of cardiothoracic surgery, department of surgery, university of minnesota, minneapolis, minnesota; department of biostatistics, university of minnesota, minneapolis, minnesota; department of medicine, university of minnesota, minneapolis, minnesota; cardiovascular division, department of medicine, university of minnesota, minneapolis, minnesota; department of food science and nutrition, university of minnesota, minneapolis, minnesota; department of diagnostic radiology, university of minnesota, minneapolis, minnesota; department of cardiology, cleveland clinic florida, weston, florida; and the department of biostatistics, university of michigan, ann arbor, michigan. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿validation of the minnesota pectoralis risk score to predict mortality in the heartmate 3 (hm3) population¿ that heartmate 3 may be associated with death. The minnesota pectoralis risk score (mprs) utilizes computed tomography-quantified thoracic muscle and clinical variables to predict survival after hm3 lvad implantation. Each unit point of the mprs was associated with a significant increase in the hazard rate of death after lvad implant. The mprs had favorable discrimination for mortality at 30 days, 90 days, and 1 year after hm3 lvad implantation. The tool can provide additional information regarding risk stratification and aid informed decision making. The model appears to be a promising tool for risk assessment, although requires further validation.